Event description:
During a coronary drug eluting stent treatment procedure, the delivery balloon of a taxus express2 3.50 x 24mm ruptured. The balloon ruptured at unk atms. There were no pt complications reported.